Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, and a linear opening. A leak test was performed found two openings. A microscopic analysis identified a sharp curved opening on the anterior side in the same location of crease assessed as fold flaw opening, and a smooth linear opening on the posterior side in the same location of crease assessed as fold flaw opening. The fill inspection test was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is a smooth crease opening assessed as fold flaw opening, and a sharp crease opening assessed as fold flaw opening.

Event description:
Health professional reported "contents green upon explantation." Device has been explanted.